Event description:
It was reported that the pt was being revised due to a broken femoral neck on a hip stem (product information currently unk) and 7 dall-miles cables were used. Four of the six strands in the last cable broke. The cable was not replaced. The pt currently has no problem as a result.

Manufacturer narrative:
Product information for the broken hip implant have been requested, but have not yet received. It is not known whether the device is a stryker product.